Manufacturer narrative:
Per the clinic, the electrode array was migrated out of cochlea. Device analysis report attached.

Manufacturer narrative:
This report is submitted on july 4, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site. Subsequently, the patient was hospitalized for a week and was treated with IV antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery and a washout under general anaesthesia on (B)(6) 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.